Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by sales rep (B)(6) that the patient is having more skin irritation from the electrodes. Hasn't used in a few months due to winter weather. He wants a new spak because he thinks it looks like an electrical burn and thinks the electrical signal is too high. Patient received his unit 8/28/20 unit will time out soon new script is needed to replace the unit. Update: the patient was called and he advised he felt a burning sensation not sure if it was from the electrodes or the unit.